Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. The device was cracked on top case front left corner and right plunger case. The sensor force test error was observed in the event history log. The technician performed power up process, checked and test force sensor. The reported issue was duplicated. The root cause of the reported issue was found to be force sensor cable damage caused by the customer. The technician replaced force sensor. Performed power up process and all functional tests which passed.

Event description:
It was reported that the force sensor occurred. No patient injury was reported.